Event description:
It was reported that there was breach in the sterile barrier.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was breach in the sterile barrier.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: per the customer the product was received with hole in it this has happened before. Plingease make sure this does not keep happen the probable root causes could be the shipping damage the failure mode will be monitored for future reoccurrence.